Manufacturer narrative:
The dc extension cable was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. The returned dc extension cable was tested with a reference hemopro 1 tool and power supply. The dc extension cable passed the pre-cautery test as the reference hemopro 1 tool produced steam and heat during several activations. Based upon the eval results, the reported complaint could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the power from the dc extension cable was intermittent to the hemopro device. A replacement dc extension cable was used to complete the procedure. The hospital did not report any patient effects.